Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per patient preference for a new system. The patient was doing well postoperatively.

Event description:
A report was received that the patient's battery was too deep and the patient was unable to charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's battery was too deep and the patient was unable to charge the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's battery was too deep and the patient was unable to charge the ipg. The patient will undergo a revision procedure.